Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Upon plugging impella 2.5 into console a yellow alert message came on screen saying catheter defective. The impella 2.5 was replaced. There was no patient harm.

Manufacturer narrative:
The investigation into the reported issue has been completed. The impella device was not received from the customer, therefore, investigation of the device was not possible. The cause of the issue was not determined since the product was not returned and the clinical details provided were insufficient to determine a root cause. This report is being filed as part of a retrospective review of historical records.